Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "flow control barrel" of the titanium transfer set was broken. This occurred during patient use for peritoneal dialysis therapy. At the time of the occurrence, the transfer set had been in use on the patient for 50 days. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection with naked eye noted the spike was separated from the main body. There was no evidence of solvent on the chip or main body. The reported condition was verified. The cause of the condition was determined to be manufacturing related caused by lack of solvent. Should additional relevant information become available, a supplemental report will be submitted.